Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Without having the device to examine, a cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, non-tortuous iliac artery. During deployment of the 6.0x20mm absolute pro self-expanding stent system, the stent became exposed (not flowered) and didn't deploy as the thumbwheel would not turn. Upon removal, the tip was noted to be bent. A new unspecified stent was deployed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Nana.

Event description:
The following additional information was received subsequent to filing the final MDR: the case was a femoral to femoral crossover. No additional information was provided.